Event description:
It was reported that a user experienced loss of dexcom g7 sensor signal during a meal, did not announce the meal, and did not manually enter a blood glucose value into the ilet, after which the system operated in bg run mode and the user¿s glucose rose to 424 mg/dl for about one hour. Symptoms included hyperglycemia without additional clinical manifestations. Outcomes included no medical intervention, no hospitalization, no ketone testing, and a plan to transition to subcutaneous insulin via pen as backup. Investigation included troubleshooting and user education on bg run mode operation, manual bg entry, ketone action planning for persistent hyperglycemia, and site replacement if correction was not observed. Investigation of this case revealed user-related factors, including unannounced meal and lack of manual bg entry during cgm signal loss, consistent with expected device behavior when operating without cgm data. It was concluded, based on previously established findings for similar reports, that the cause was use error in the context of cgm signal loss with system performance as designed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.